Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. There is no indication that a malfunction of the srm device occurred; the cause of the post-operative complication is unknown; therefore, the complaint will be reported out of abundance of caution. Complaints will continue to be reviewed and monitored for trends. A supplemental MDR will be submitted if additional information is received. At this time, the expiration date is unable to be captured due to a technical glitch with esubmitter. The actual device expiration date shall be documented as january 19, 2025.

Event description:
It was reported that after the transcarotid artery revascularization (tcar) procedure, the patient had a stroke. Additional information obtained indicated that the patient experienced a reemergence of right arm weakness and aphasia symptoms which lasted longer than 24 hours. A follow-up computed tomography angiography (cta) revealed a stroke in the left posterior parietal and occipital lobes. The patient was still experiencing symptoms but was reported to be improving and was appropriately medicated. At this time, it is unknown if the reported failure is related to a silk road medical device failure, patient resistance to medication, or a recrudescence of an original event.